Event description:
It was reported that the cast cutter began overheating a connected blade during a cast removal, which caused the patient to feel some uncomfortable heat. Another device was used to complete the procedure without a delay. There was no patient or user injury. There was no medical intervention required or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not been returned to the manufacturer for investigation based on this event. A product return was requested. The reported complaint cannot be confirmed without the product being available for evaluation. A follow-up report will be submitted after a quality investigation is completed when the product becomes available.